Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high, out-of-range shock lead impedance. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported.